Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the pulse lead hipot test and the fall-off test. The last pt to use this electrode belt did not report any problem.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The pulse lead hipot test failure and the fall-off test failure were caused by broken wires in the trunk cable connector. Upon investigation, the brown wire (-5v), black wire (main battery), and yellow wire (ground) were broken inside of the trunk cable connector. The root cause for the broken wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken wires. The last pt to use this electrode belt did not report any problems.